Event description:
On (B)(6) 2010, patient reported the piston rod of his infusion device went up and down on its own. Patient stated, the infusion device had the original battery in it at the time of the incident and that he gave the infusion device to his trainer. Patient switched to his backup infusion device. Patient reported the trainer brought the infusion device back to him and told him to request a replacement. On follow up call to patient's trainer, she reported she primed the infusion device and left it in run mode all night. Trainer stated, no insulin came out of the end of the infusion tubing during basal delivery. Trainer reported patient experienced elevated blood glucose as a result of this issue. She stated, his blood glucose reading was 250 mg/dl, and then climbed to 289 mg/dl before they switched him to the backup infusion device. Patient's target blood glucose range is 100-150 mg/dl. Trainer reported patient was able to return to his target blood glucose range after switching to the backup infusion device. Product was replaced and requested return of the suspect product for evaluation.